Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a substantial decrease in the battery longevity was noted from this device. Boston scientific technical services were contacted and recommended device replacement within 90 days. However, the patient has three to four months of life expectancy and thus a replacement procedure was not performed. The physician elected to continue with remote monitoring. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.